Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
The event involved a microclave¿ clear neutral connector where the customer reported a leak during patient use. The customer reported that the patient had an IV infusing (via IV pump) via a microclave clear on the end of the peripherally inserted central catheter (PICC). The nurse checked the PICC & the microclave to make sure they were secure. The nurse entered the room and found the IV tubing with the microclave attached, disconnected from the PICC and the IV was still infusing on the floor. The PICC was bleeding, so the nurse clamped it and did not harm the patient. It almost seemed that the microclave "popped out¿ of the PICC. The patient did not tamper with their lines. There was patient involvement, however, harm was not reported as a consequence of this event.